Manufacturer narrative:
The pt reported the mesh is part of the 2005 composix kugel recall, however, no product identifiers or operative reports have been provided to date. Info from medical records received for review: per doctor's note from clinic visit ((B)(6) 2010) - pt's psych disorder, marked past focus on perceived medical problems with lack of attention to actual problems-severe copd, inadequate treatment of (B)(6) hyperlipidemia, renal insufficiency and hyperuricemia. Pt will not accept psych referral. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
The pt contacted davol (B)(4) with the following report: in 2002 or 2003, the pt was implanted with a composix kugel hernia patch during an open right inguinal hernia repair procedure. Since the time of the implant, the pt reports he has been experiencing, pain, muscle spasms, swelling and skin pigmentation changes. The pt underwent an ultrasound of the right inguinal area. Calcification and fluid in the area were noted. Info from medical records received for review: (B)(6) 2010-walk-in visit to (B)(6) w/complaint of discomfort at hernia surgery site radiating down front of right leg. Pt stated burning from site has been bothering him since time of implant.